Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm to check for empty tubing or reservoir occurred more than once. The pump stopped at reservoir volume 23 milliliters. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however, the pumps operators manual (operating the pump) section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section - to start a dose). There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history record review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.